Event description:
Pt received sub-therapeutic shocks from her ICD lead, resulting in persistent ventricular arrhythmias potentially life threatening. The lead was extracted and returned to st jude medical for analysis. Lead was determined to have an internal insulation fracture.